Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2021-11544 related manufacturer reference number: 2017865-2021-11551 it was report that the whole system was explant due to infection and vegetation growth on lead. The system was not replaced as no longer a need at this time. Patient never had a event requiring therapy since original implant 2008. The patient was in stable condition.